Event description:
It was stated that, "the prolift trial snapped during surgery."

Manufacturer narrative:
Based on the returned device and the reported event, it is likely that the cause of the failure mode was insufficient mechanical properties to withstand the force that was applied during use. This insufficient material properties may have been contributed by fatigue within the cross-pin geometry. Repeated cyclic loading during normal service may have initiated and propagated fatigue damage over time, reducing the effective load carrying cappacity of the component. Consequently, failure may have occurred under an applied force below the material's nominal yield strength.